Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: the compressor unit was burnt out during running condition on patient in nicu ward of (B)(6).

Manufacturer narrative:
The affected compressor and the provided information were the basis for the investigation. The compressor showed heavy burning marks inside its housing. The box around the pcb and the sound absorbing foam were partly melted. Also the motor winding was damaged. It was found that the fuses were replaced some time ago and that the type of fuses used at the time of the event is not approved for the use within this compressor. Under certain circumstances with high short circuit currents (electric arc) those fuses are not capable of breaking the circuit reliable. It is assumed that an external overvoltage disturbance led to the described situation. A short-circuit took place most likely and parts of the pcb and the surrounding overheated. Due to the fact that the intake filter for breathing air showed almost no residues, it can be concluded that the smoke did not reach into the breathing system. The device is designed according to (B)(4). The sound absorbing foam is ul94 hf1 classified. Therefore the risk of fire is minimized and smoke and potential fire will extinguish when energy is interrupted. No similar events are known.

Event description:
.